Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experience peritonitis from an unknown cause and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with reflin (1gm, daily, ip) and tobramycin (40mg, daily, ip). It was not reported whether the event of peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was not related to the dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The peritoneal effluent culture that was obtained on (B)(6) 2011, revealed no growth. On (B)(6) 2011, the patient was discharged from the hospital, ended remedial therapies with reflin and tobramycin, and recovered from the event of peritonitis.